Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Per the instructions for use of the device, pump pocket pain/soreness and csf leak are known possible risks of use of the device. The cause of the alleged issues could not be confirmed. A supplemental MDR will be submitted if additional information is obtained. Internal complaint number: (B)(4).

Event description:
Flowonix received information from patient's representation reporting discomfort after implantation of a prometra ii pump in the back. Patient reportedly developed 'well known symptoms of an intercostal nerve problem which was caused by the pump pressing against intercostal nerves.' Patient additionally developed a csf leak and was treated with an epidural blood patch. Following the blood patch, patient reportedly 'developed intense back and spinal pain with electric shock sensations, and muscle spasms.' Pump was removed.